Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: imdrf device code a150201 captures the reportable event of axios stent failure to deploy transgastric to the jejunum. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently causing the crane wire to melt inside the axios delivery system.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a duodenal cancer during an endoscopic ultrasound (eus)- guided gastrojejunostomy procedure performed on (B)(6) 2023. During the procedure, the axios stent could not be deployed. Upon removal of the axios stent, the crane wire was noted to be melted inside the axios delivery system. The procedure was completed with another axios stent. There were no reported patient complications as a result of this event. Note: no further information has been obtained despite good faith efforts. It was reported that the axios stent and electrocautery- enhanced delivery system was to be implanted transgastric to the jejunum. Per the axios stent and electrocautery-enhanced delivery system directions for use (dfu), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated to be placed transgastric to the jejunum.